Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device was not returned for analysis. A review of the lot history record and complaint history could not be conducted because the lot number was not provided. The patient effects of fistula, occlusion, pain, diminished pulse and hypotension are listed in the perclose proglide instructions for use, (IFU) as potential adverse events of use of the device. It should be noted that the IFU states: the safety and effectiveness of the perclose proglide smc devices have not been established in the following special patient populations: patients younger than 18 years of age. This IFU deviation likely did not contribute to the reported difficulties. The investigation was unable to determine a conclusive cause for the reported patient effects. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The other perclose proglide device, referenced, is being filed under a separate medwatch manufacturer report reference number.

Event description:
It was reported that suture placement in the left common femoral artery was achieved with two proglide devices using the pre-close technique prior to an unspecified catheterization procedure. The sheath was upsized to a 12f and the unspecified catheterization procedure was completed. Hemostasis was achieved with the pre-placed proglide sutures. Reportedly, after the procedure on (B)(6) 2019, the patient had decreased pulses and low blood pressure. An ultrasound was performed prior to discharge which revealed an arteriovenous fistula. A follow-up ultrasound was performed on (B)(6) 2019, results were not provided. Due to the patient experiencing pain during activity, a computerized tomography (CT) scan was ordered on (B)(6) 2019 and was performed on (B)(6) 2019. The CT scan confirmed that the patient had developed a high grade stenosis at the left common femoral artery above the bifurcation. It is unknown if the occlusion was caused by the proglide devices. The patient was referred to a vascular surgeon as the physician felt this would require surgical repair; however, it is unknown if additional treatment was performed. There was no reported clinically significant delay in the procedure or therapy. No additional information was provided.